Manufacturer narrative:
The actual device and a photograph were received for evaluation. A visual inspection with the naked eye noted the cap was cracked, the iodine leaked and stained the cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on a minicap. This was noticed by the patient while unpacking the device. There was no patient injury or medical intervention associated with this event. No additional information is available.